Event description:
Bladder sling mesh material: I had the surgery due to incontinence in 2007 and repaired in 2009. In 2013, I had surgery to remove what the urologist could. My urologist thought I had a tumor in my pelvic area. I was advised to see my gyn immediately. There was a 2 - 3 cm on the pelvic bone and surrounding area. I was advised to see an oncologist after that. After waiting to hear from the oncologist, I found out that it was a mass, not cancer. I had the bladder mesh material removed (B)(6) 2013. I have been seeping worse 24/7 since. I had contacted the (B)(6) law firm previously when I saw all the tv ads concerning this surgery. I do not know what is going on inside. In (B)(6) 2014, I am having a CT scan and tests.